Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 1 and 4 hours. The patient did not notice that the sensor readings for their blood glucose was displaying "high" and they started getting "automated delivery restriction" alerts from their pod which they did not understand how to respond. The patient was not taught to self-administer bolus corrections through the pod so they ended up visiting the emergency room. Symptoms reported include slight headache. The patient was treated with unspecified intravenous fluids and insulin administered via intravenous push. The patient was taught by the healthcare provider (hcp) at the ER on how to self-administer bolus corrections through the pod. The patient was discharged after a few hours later.